Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was programmed with the test mini link and the glucose sensor simulator. The sensor feature worked properly. No weak signal or lost sensor alarms were noted. Several bolus deliveries were programmed and delivered also. All bolus deliveries were delivered properly and were recorded in the daily total history files. However, unable to download to care link pro or verify data history, due to a problem isolated to the mother board. The pump had minor scratches on the lcd window, a cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the memory on her insulin pump was faulty. The patient's blood glucose at the time of incident is unknown. The customer mentioned that the insulin pump will not register calibrations, or store information such as the graph line. Whenever the customer is far from the sensor the sensors quit working. The transmitter functions with the insulin pump but the information received from the insulin pump does not store properly. The insulin pump was returned and replaced.